Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Upon visual inspection of the meter, a damaged lcd was observed. The meter was unable to power on with button depression and with strips insertion. Meter was sent for further investigation and de-cased. Damage to the lcd screen was also observed internally. The meters internal components had heat damage including the microprocessor. There were no burn marks observed around the battery holder which indicates the source of the burn marks did not originate from the coin cell battery. The standard lithium coin cell battery does not generate enough current to produce the electrical power surge. This issue is consistent with a sudden electrical power surge being applied to the meter. This is not confirmed to a use related issue.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Upon visual inspection of the meter, a damaged lcd was observed. The meter was unable to power on with button depression and with strips insertion. Meter was sent for further investigation and de-cased. Damage to the lcd screen was also observed internally. The meters internal components had heat damage including the microprocessor. There were no burn marks observed around the battery holder which indicates the source of the burn marks did not originate from the coin cell battery. The standard lithium coin cell battery does not generate enough current to produce the electrical power surge. This issue is consistent with a sudden electrical power surge being applied to the meter. This is not confirmed to a use related issue. This serves as a correction report. Section date returned to mfg in follow up report no.01 was missing. The section date returned to mfg has been updated.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.